Event description:
It was reported that midway through burring handpiece exposure motor control error appeared on the screen. Handpiece was swapped to spare but error continued. After testing the handpiece, it cleared testing torque values. Worm screw seemed to be a bit loser and noisier than others. Worm screw gear seemed to be a little off axis. In the last 1/4 of snaplock travel (where the burr would be most exposed) there was a falter in the motor, when a small resistance was applied. Delay of less than 30 minutes reported and no patient injuries involved.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the problem. The reported problem was confirmed during a functional evaluation. Handpiece failed with range issues. Lead screw/gear movement is present indicating the need to add shims. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 274 similar reports and this issue will continue to be monitored. The root cause was found to be expected wear/tear.